Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the cannula melted and broke in half. All pieces were retrieved from the patient and accounted for. A new trocar was used to continue the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received with the sleeve broken and melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.